Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a cranial resection, the surgeon observed a 1cm superior imprecision following registration. The site had used a 9 point pointmerge registration. The surgeon opted to complete the procedure without the use of the navigation system. To complete the procedure, the site performed five inter-operative scans to ensure the entire tumor was removed. This resulted in a 4 hour delay to the procedure. No additional information was provided. There was no impact on patient outcome.